Manufacturer narrative:
All available information was investigated and the reported retraction problem and physical resistance/sticking could not be confirmed during return device analysis; however, scratches were noted on the dc handle coupler. Additionally, returned device analysis noted fraying of the clip cover. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the observed scratches on the dc handle coupler appears to be due to user technique/procedural circumstances which cascaded into the reported issues of physical resistance and retraction problem (operational context). A definitive cause for clip fraying could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report material frayed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve; however, during positioning, there was resistance retracting the delivery catheter (dc) handle and then the dc handle would not advance. A decision was made to remove the cds with the clip attached, and the procedure was successfully completed with another cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. Returned device analysis identified that the clip cover was observed to be frayed. No additional information was provided.